Manufacturer narrative:
No conclusion code available. The device was returned for evaluation and revealed high voltage circuit damage consistent with delivery of high voltage shock(s) into low impedance. Analysis detected transistors q4 and q23 were shorted. The can had a melted spot, commonly called an arc mark, and energy dispersive x-ray (edx) analysis of the spot detected the presence of lead conductor metals. Functional testing revealed no other anomalies.

Event description:
Related manufacturer report number: 2938836-2017-29148. During a remote follow-up, the device showed an attempt to deliver therapy several times but the therapy was not delivered due to an internal short circuit. The high voltage lead impedance (hvli) for the right ventricular lead was also low. The patient was admitted and the system was explanted and replaced and the patient was stable.

Event description:
During a remote follow-up, the device showed an attempt to deliver therapy several times but the therapy was not delivered due to an internal short circuit. The high voltage lead impedance (hvli) for the right ventricular lead was also low. The patient was admitted and the device was explanted and replaced and the lead was capped and replaced. The patient was stable following the procedure.